Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated she dosed insulin based on her cgm readings, which were above 300 mg/dl, and did not check her bg at the time. She passed out and paramedics were called by her husband. The paramedics checked her bg value and it was in the teens mg/dl (exact value not provided) while the cgm reading was 357 mg/dl. The patient was taken to the emergency room (ER) with symptoms of hypothermia and hypoglycemia (no details provided). No treatment information was provided. At the time of the report she had recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem : correction to the following statement in the initial MDR "the data investigation found a difference in values that falls within the b zone of the parkes error grid."

Event description:
The data investigation found a difference in values that falls within the c zone of the parkes error grid.